Event description:
User facility voluntary medwatch was rec'd with the following info: "pt had uneventful diagnostic cardiac catheterization with a successful femoral artery closure with a starclose device. The pt returned 2 weeks later with a complaint of groin pain. On examination, the starclose was found to have loosened from the artery and was migrating up through the skin. The surrounding scar tissue under the skin was dissected and the starclose was removed". No further info is available at this time.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.